Event description:
Received info stating pt was hospitalized due to elevated blood glucose levels.

Manufacturer narrative:
During further troubleshooting, it was identified by the customer that the infusion set cannula was bent. The infusion set was changed and the pt's blood glucose levels began to come down, but continue to be elevated.